Event description:
The reporter stated that when the biopatch dressing around a femoral central line catheter was changed, the pt's skin beneath the product was gray in color and there was skin breakdown. The pt has chronic pseudomonas infection and a tracheotomy. Integra has requested additional information from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.